Event description:
It was reported that the user experienced difficulty attaching and locking the connector piece during a full supply change, and after guidance to rewind the ilet and use a new connector piece, the cartridge locked properly and insulin delivery was resumed. Investigation of this case revealed that the initial connector piece could not be secured, and replacement of the connector resolved the issue, suggesting a component-specific attachment problem with the connector piece. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy after the successful reconnection and no alarms. It was concluded, based on previously established findings for similar reports, that user guidance and component replacement addressed the issue and that the most probable cause was a connector interface issue resolved by swapping the component.